Manufacturer narrative:
Pt was not treated for aaa; use of the device is off-label.

Event description:
Pt presented with stenosis in the proximal aorta (off-label); not aaa case. A vessels were predilated. Access and deployment of a 25-16-120bl bifurcated device was uneventful. After the delivery system was removed, the pt's blood pressure dropped. Angio revealed a dissection in the right external iliac artery. An occlusion balloon was placed in the distal aorta to achieve hemostasis. The iliac artery was repaired and final angio revealed a patent artery with no dissection and the pt had distal pulses bilaterally.